Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported a catheter access port (cap) dye study was performed, on (B)(6) 2021, and revealed an intact catheter, though aspirating catheter was difficult. The catheter was explanted with replacement. The catheter tip was repositioned from t8 to t4 and the issue resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID:8780,serial# (B)(4), implanted: (B)(6)2021, product type:catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 09-mar-2023, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone (1 mg at 0.25441 mg/day) and bupivacaine (30 mg at 7.6323 mg/day) via an implantable pump. It was reported the patient had worsening pain (intercostal neuropathy), on (B)(6) 2021, following it rate decrease at previous visit. The it rate was increased. It was indicated the event was related to the device or therapy and related to the decreased dose of hydromorphone and bupivacaine. The event was ongoing. Additional information received from a healthcare provider via a clinical study reported the patient had some improvement, on (B)(6) 2021, since the it rate increase. The bolus doses do control breakthrough pain. The it daily rate was not changed, but the maximum allowed ptm activations were increased. On (B)(6) 2021, the patient had persistent pain and better pain relief during trial than im plant. No changes were made but the catheter tip was implanted at a different level than the trial. A catheter revision in the future would be considered. On (B)(6) 0221, the patient noted persistent pain. On (B)(6) 2021, a catheter access port (cap): contrast study revealed the catheter to be intact. The it rate was increased, on (B)(6) 2021, secondary to uncontrolled pain. On (B)(6) 2021, the it rate was increased secondary to uncontrolled pain. The plan was for a catheter revision.